Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported there was noise on the atrial lead. The lead was capped and replaced on (B)(6) 2019 due to oversensing. The patient is stable.

Event description:
Additional information received identified the patient did not experience an adverse event other than the procedure. It was also reported the atrial lead noise was intermittent and discovered on electrogram (egm) at change-out for generator. There was no known cause.